Event description:
It was reported that the left ventricle lead exhibited high thresholds in all vectors. Chest x-ray confirmed the lead had dislodged. The lead remained implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.